Manufacturer narrative:
Philips service recommended replacing the host pc as the system was not functional. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the host pc failed to power on; replacement recommended on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.